Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. It was reported that the device system displayed the end of life message prior to reaching end of life criteria. The reported issue could not be confirmed. The investigation detected an unreported condition of a power handle error that has no relationship to the reported condition. Analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/reprogram failures. This condition has a potential for patient harm. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a laparoscopic sleeve gastrectomy, the sales representative stated end of life message on the handle, even there were approximately 200 lives left. There was no patient involvement. Medtronic's initial evaluation of the incident device found multiple evidence of field programmable gate array (fpga) reset/reprogram failures.